Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received questionable "very high" results from coaguchek xs meter serial number (B)(4). The customer had concerns with the accuracy of the meter. At 11:00 am, the result from the meter was 7.5 inr. At 11:10 am, the result from the same finger was 5.1 inr. After seeing his cardiologist the customer had a blood collection at approximately 12:00 pm for laboratory testing. The customer did not change his warfarin dose based on the meter results as he was waiting for the laboratory result and did not trust the meter results. The laboratory results and method were not provided. At approximately 1:30 pm, the result from the meter was 7.5 inr. The finger used was not provided. There was no allegation of an adverse event. The customer had no concerns with his hematocrit, not anemic, no heparin therapy, no lupus, no antiphospholipid antibodies, no direct thrombin inhibitors, and no blood thinners were used. The customer has had no diet changes, no illnesses, no unusual bleeding, and no excessive bruising. The qc check was reviewed. The therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation. The customer stated he did not have any strips remaining. Replacement product was sent. Relevant retention test strips (lot 266834-21) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. Table.

Manufacturer narrative:
The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.7 inr. Donor #2 inr: 4.2 inr. Donor #1 hct: 41%.  Donor #2 hct: 40%.  Testing results: donor #1: retention meter and master lot strips: 2.8 inr. Donor #1: customer meter and master lot strips: 2.8 inr. Donor #2: retention meter and master lot strips: 4.2 inr.  Donor #2: customer meter and master lot strips: 4.2 inr.  All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.  Upon review of the meter memory, the following erroneous results were observed: on (B)(6) 2018 at 10:42 am, the patient had a result of 7.2 inr. On (B)(6) 2018 at 10:44 am, the patient had a result of 5.3 inr. Analysis of the meter memory could not confirm the alleged 7.5 inr at 11:00 am. Upon analysis of the meter memory, it was observed that on (B)(6) 2016 at 02:16 pm, the patient had a result of 7.5 inr.